Manufacturer narrative:
(B)(4).

Event description:
A customer reported the footswitch was not activating during cataract procedure. They completed all the cases by disconnecting and reconnecting the footswitch. There was no harm to the pt. Add'l info has been requested.